Manufacturer narrative:
The boom arm for the synchrony led receiver was loose at joint z1 and z2. The boom arm did not fall and no injury was reported. The fse (field servie engineer) tightened and secured the joints to the system and ordered the part for replacement. No further actions are required.

Event description:
The synchrony boom arm was loose.